Event description:
A pt reported blood glucose results of "284 mg/dl,148 mg/dl amd a reading of hi" with a lifescan meter, performed, within 10 minutes of each other. The meter,test strips, and control solution are being replaced.